Event description:
The nurse indicated that the head section of the bed is slowly drifting down. The patient on the bed is intubated and the head section cannot be lower than 30 degrees.

Manufacturer narrative:
The technician replaced the CPR valve to repair the bed.